Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the pulse generator exhibited capture and sensing anomalies. The device was explanted and replaced. No patient symptoms were reported.